Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user, there was no report that the patient contracted creutzfeldt-jakob disease due to the endoscopy and there was no report that there was cross contamination affected other patients. There was the possibility that the subject device was contaminated misfolded prion because it was found that the patient was positive for creutzfeldt-jakob disease after the procedure. In case contamination occurs, it is attributed to any cause beyond its control. Also, any defect of the subject devices or instruction manual was not reported. From the above, the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6), the patient underwent the gastroscopy with gif-h190: sn (B)(4) and colonoscopy cf-h190l: sn (B)(4). On february 4, olympus was informed from the neurologist of the facility that the subject patient was positive for creutzfeldt-jakob disease. Between january 22 and february 4, these two endoscopes were used in other patients and reprocessed with the reprocessors, mini etd2 plus paa (olympus, not available in the USA) and soluscope (non-olympus). Also, during this period other three endoscopes (gif-h190: sn (B)(4), cf-h190l: sn (B)(4), cf-h190l: sn (B)(4)) were reprocessed with the these two reprocessors, and these five endoscopes were used in at least thirty patients. There was no report of infection and/or injury associated with this report. After the facility noticed the above, the facility has cancelled all the endoscope procedures, and the subject devices are in quarantine. The facility is considering destroying these devices. The facility stated that the patient that was positive for creutzfeldt-jakob disease is hospitalized and his health condition is very critical. This report is 1 of 5, and regarding gif-h190: sn (B)(4).